Event description:
Following a diagnostic catheterization procedure in 2004, an attempt was made to deploy a vasoseal es. During the procedure, the operator was unable to retract the j segment of the locator. The locator was then pulled out of the arteriotomy and noted that the j segment was missing. The leg and tissue tract were viewed under fluoroscopy and the j segment could not be located.